Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) provided sensitivity adjustments recommendations; however, it was at the physician discretion to leave the same settings. This pacemaker remains in service. No adverse patient effects were reported.